Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rexj2061 showed no other similar product complaints from this lot number.

Event description:
1 ea of case was kinked and had to be cut out of patient.